Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿error 226 entire screen noise¿ was not confirmed. The device evaluation found the e226 error code was due to scope communication error and the noise screen issue was due to camera cable deterioration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus marketing personnel reported on behalf of the customer that the hd 3cmos autoclavable camera head had error 226 entire screen noise. The issue was found at the beginning of an unknown therapeutic procedure. The intended procedure was completed using other camera cords. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional legal manufacturer's investigation findings. Based on the results of further investigation, error "e226" likely occurred temporarily, which caused a delay in the procedure to replace the camera head device. However, as previously reported, the error could not be reproduced by olympus. Therefore, the root cause could not be determined.

Event description:
The customer confirms camera exchange time. No use of implantable equipment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the e226 error code occurred due to disconnection of cable boot at connector side. This could have resulted in temporarily caused by temporary communication failure due to cable disconnection. However, the root cause of the phenomenon could not be determined. The event can be prevented by following the instructions for use which state: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Do not pull out the video connector by pulling the camera cable. Equipment damage may occur. Olympus will continue to monitor field performance for this device.